Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that short circuit damage to the therapy pca. There was no patient involvement at the time the issue was discovered. The device was evaluated by customer and third party. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the reported problem was caused by the defective therapy pca. The reported problem was confirmed. Customer refused service from philips and wanted to ask third party for repair. No further information for the resolution was provided. If additional information is received the complaint file will be reopened.